Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced a cerebral infarction. Four days after a procedure where a farawave 31 mm catheter was selected for use, the patient suffered a cerebral infarction. The patient is currently hospitalized due to onset of language and motor impairments. A computed tomography scan (CT) scan was performed. No device issues were reported. No more information was provided. The device is not expected to be returned for laboratory analysis, it was disposed. It was further informed that the cerebral infarction was caused by a blood clot and patient current condition is unknown per customer.

Event description:
It was reported that a patient experienced a cerebral infarction. Four days after a procedure where a farawave 31 mm catheter was selected for use, the patient suffered a cerebral infarction. The patient is currently hospitalized due to onset of language and motor impairments. A computed tomography scan (CT) scan was performed. No device issues were reported. No more information was provided. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.